Event description:
A customer reported a positive result with a cyclesure 24 biological indicator (bi) after a completed sterrad 100s cycle. The bi was incubated for 24 hours. The chemical indicator (ci) changed color correctly. The subsequent bi results was negative. The affected load was recalled. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure 24 biological indicators.

Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, retains analysis, visual analysis of returned complaint samples, concomitant device evaluation and system risk analysis (sra). Trending analysis by lot number was reviewed from 04/09/2016 to 10/06/2016; no significant trend observed at this time for this lot in the specified time period. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. One suspect positive bi was received and 17 unused bi's. The suspect bi's ci disc is gold, the cap is depressed, the vial is crushed, and there is yellow media in the vial with which to confirm the suspect positive result. The bi was disassembled, the following was found: one tyvek liner, glass ampoule shards, and one spore disc. There are no punctures on the plastic vial or tyvek® liner that would be consistent with false positive from external contamination. No manufacturing related anomalies observed. An issue with the performance of the concomitant sterrad® 100s unit is unlikely since the cycle passed and the ci changed appropriately. Additionally, the subsequent bi was negative for growth and the fse confirmed the unit was within specification. The sra review indicates the risk associated with a quality problem which has no impact on safety is considered to be low. The assignable cause of the reported issue could not be verified. It is unlikely that the suspected positive bi was caused by a manufacturing issue in the cyclesure® product since the retains product met functional specification, DHR review found no anomalies that would contribute to a positive bi result, and no significant trend was observed with the lot trending for suspect positive bi issues. Additionally, no manufacturing anomalies were observed in the returned suspect bi that would contribute to a positive bi result. An issue with sterrad® performance is also unlikely since the cycle passed and the customer indicated that subsequent bis were negative for growth. Asp will continue to track and trend this issue.

Manufacturer narrative:
The correct catalog number is 14324_97. The correct lot number is 11916064. The correct expiration date is 03/31/2017. (B)(4). Suspect positive bi. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue.